Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated the controller was not charging and they had the controller plugged in the wall for 3 hours. Patient stated they hadn't used their implant in 4 years because the stimulation never went to the area for their pain management. Pt mentioned before they tried a couple times to get stimulation to go past their knee. Pt stated they had an appointment with the medtronic representative today but they had over slept so they have an appointment for next week friday. Patient stated they don't sleep well at night because of the pain. Pt mentioned they needed the stimulator for the medial side of the right foot but now needs the stimulator for the left leg more than any other area of their body. Pt stated they were trying to connect back to the implant because their healthcare provider (hcp) wants to try the scs again. Pt mentioned they have a controller with a green button upon inspection of the equipment and agent confirmed patient was talking about the recharger 37751 for their previous implant. Patient they might send back the recharger 37751 but was still deciding. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, and controller port. Agent walked patient through removing the li battery pack and plugging controller into the ac power supply cord; patient co nfirmed controller powered on. Patient put the li battery pack into the controller and confirmed that there was no green light above the screen. Patient confirmed a green light on the ac power supply. Agent instructed patient to try another outlet and patient conf irmed there was no green light on the controller. The issue was not resolved. A request was sent to the repair department to replace the li battery pack. Additional information was received from a patient (pt). It was reported that the stimulator was not working and has been turned off. Patient mentioned they don't plan on turning the stimulator on and they eventually will have it removed. The issue has been going on for 2.5 years now. Patient said the implantable neurostimulator (ins) was implanted for nerve pain in the right foot. Patient stated they no longer have a left foot, knee or calf. Patient mentioned they had an MRI before, was severely overmedicated, was left in the bathroom alone and they passed out. Patient was about to urinate and slipped on the toilet seat and landed midway on the hamstring of their left leg above the knee. Patient mentioned they fell down and hit their head. Patient mentioned they had problems ever since and has been like that for 2.5 years. Patient mentioned their healthcare provider (hcp) was thinking of having a trial stimulator implant and patient inquired if another implant can be installed. Agent reviewed approved implant locations. Agent documented information provided on call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.